Manufacturer narrative:
B3: may is the reported month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name corrected. D9 date returned to manufacturer: 6/11/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "cassette not attached properly" alarm. The cause of the customer reported problem was the damaged downstream occlusion (dso) sensor. Service history review identified that the device was last serviced february 7, 2025, for an issue related to "failed dso calibration." The manufacturer representative replaced the dso sensor, calibrated the pump, and the pump passed all functional tests and performed as intended after repair.